Event description:
In 2005, a clinical incident involving a turbovac 90 arthrowant was reported to arthrocare corporation. The reported incident involved a lateral release procedure performed sevent days later in which it was reported the pt sustained a second degree burn, 10 cm long by 1/2 cm wide on the lateral side of the knee. The burn was treated with dry dressing. It was also reported the hospital did not attach the suction tube to the wand as prescribed in the instructions for use during the procedure.